Manufacturer narrative:
On 2/7/2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, a crease was observed in posterior view, additionally a tear within the crease was noted, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain, implant site calcification. Concomitant medical products: 325cc mentor smooth round moderate profile (catalog #: 3501650, serial #: (B)(4)) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a procedure with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation, implant site calcification, and breast pain. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: 3503751bc, left serial #: (B)(4), right serial #: (B)(4) ) on (B)(6) 2020.